Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2021-00032. It was reported the leads were fractured. Physician plans to replace fractured leads.

Event description:
Additional information received indicates that the patient underwent a lead replacement procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that only one of the patient's leads were fractured and there were no complications during the replacement procedure. Effective therapy was established post-operatively. It is unknown which lead had the fracture and was replaced, so both were reported.